Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon interrogation, multiple high ventricular rate episodes were observed. Further review of episodes indicated that the device exhibited myopotential oversensing. The patient was not seen in clinic yet and no intervention was performed. The patient was in stable and will continue to be monitored.